Event description:
Doctor reported to salesman that second surgery was required to operate on rotator cuff repair that did not heal because of broken suture loops and soft tissue was not attached to bone. This was reported to vp of sales and marketing in 2003.